Event description:
A customer reported observing fluid under the reagent probe and onto the drip tray that covers the reagent wheel of their lx20 pro instrument. The customer estimated volume of leaked fluid to be about 30ml. The customer also received an instrument error message that stated "cuvette not dry at first reagent inject". No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found several issues that contributed to the event: the solenoid wash collar valves were very dirty. Fse replaced the solenoid wash collar valves and the a/b valve. Alignments were performed following replacement. Fse also noted that the vacuum probe on the wash head was not aspirating well. The tubing from valve to probes was crumbling which caused tubing pieces to block face of vacuum valve. The vacuum valve and tubing were removed and replaced on vacuum probe. (B)(4).